Event description:
It was reported that this right ventricular (rv) lead had exhibited loss of capture with asystole due to dislodgement. A lead revision procedure was performed, however the patient expired during the procedure. It was noted that the patient had complete heart block and it was believed the patient had been squirming which caused the lead to dislodge. A temporary pacing lead had been in place which also dislodged in a similar fashion. The lead remained implanted in the patient.